Manufacturer narrative:
The received plate shows that heavy wear and tear signs. Several threaded holes were found stripped/ worn. The end of the plate was cut off, with a corresponding forcep/ plier or similar instrument. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information we are not able to determine the exact cause of this complaint. We assume that the corresponding screw was not inserted aligned into the corresponding plate's hole during insertion procedure. By this situation the thread got inevitable damaged which resulted in the malfunction of the device. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, part: 04.130.268s, lot: l030941, manufacturing site: (B)(4), release to warehouse date: 04. July 2016, expiry date: 01.june 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019 during an open reposition and osteosynthesis with screw-plate osteosynthesis for the dislocated multi-fragment right metacarpal bone-v-neck fracture, the head of the variable angle (va) locking screw was deformed and the head of the cortex screw was sheared off. When screwing into the bone, the screw head of the variable angle (va) locking screw is twisted and the screw head of the cortex screw is broken off. The surgeon was asking to investigate the whole construct including the screwdriver. There was a surgical delay of fifteen (15) minutes. There were no parts that remained in patient´s body. There were no adverse consequences to the patient reported. Other implants/instruments were used to complete the procedure. This report is for one (1) 1.5mm ti val metacarpal neck plate-sterile. This is report 3 of 5 for (B)(4).